Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bent tip clamp and broken tube lifter belt in the reported problem area of the pipetter assembly. The fse replaced tip clamp and tube lifter belt. The instrument was inspected, tested without further problem, and returned to service.